Event description:
I was priming IV tubing and the tubing fell apart at a port connection. The tubing was not connected to a patient. One week ago I remember the same type tubing falling apart on a patient, blood started backing up and running on the floor, I disconnected tubing and threw it away. No harm to that patient. At the time I thought possibly the tubing was damaged during transporting the patient, but now looking back I believe the tubing must have been faulty as well. No one saw the tubing get damaged.